Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient was able to set to MRI mode with repositioning. Surgical intervention is not required at this time.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention may occur to address the issue. It is not known which lead has high impedances.